Event description:
It was reported that a user experienced a cartridge leak from the rear stopper area into the ilet during tubing fill, and the user replaced supplies and continued therapy without alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation of this case revealed a suspected leak at the cartridge stopper interface, consistent with a product performance issue involving the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user- or handling-related damage or an unknown mechanical integrity issue of the cartridge seal.